Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis reservoir, cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir had wear at several folds in the reservoir shell, although it passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage test and functional testing. Both cylinders were visually inspected, and leak tested. Both cylinder krt was worn to the filament. The first cylinder had a hole and leak in the middle end of the cylinder from a sharp instrument. This cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had wear at folds in the proximal end, middle, and distal end of the cylinder. This cylinder passed the leakage test. Based on the information available and analysis results, analysis was unable to confirm the reported device issue, therefore the cause for the event was not established.

Event description:
It was reported that this inflatable penile prosthesis was removed as it no longer worked. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis reservoir, cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir had wear at several folds in the reservoir shell, although it passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage test and functional testing. Both cylinders were visually inspected, and leak tested. Both cylinder krt was worn to the filament. The first cylinder had a hole and leak in the middle end of the cylinder from a sharp instrument. This cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had wear at folds in the proximal end, middle, and distal end of the cylinder. This cylinder passed the leakage test. Based on the information available and analysis results, analysis was unable to confirm the reported device issue, therefore the cause for the event was not established.

Event description:
It was reported that this inflatable penile prosthesis was removed as it no longer worked. A new inflatable penile prosthesis was implanted. No patient complications were reported.